Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape and act buttons due to corroded keypad traces. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer's daughter reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 391 mg/dl. The daughter stated that the escape and act buttons are not working. The daughter stated that she was not able to clear the alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.